Event description:
It was reported that a malfunction alarm occurred with code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward, allowing the customer to continue using the pump.